Event description:
During case a depuy spine 7mm shaver broke into 2 pieces. Both pieces were immediately retrieved & intra-op x-ray was obtained. X-ray read by radiology attending, who confirmed that no foreign body was retained from broken instrument. Radiologist spoke to doctor, x-ray was clear.